Event description:
(B)(6)-2012 - (B)(6) - the dealer reported that the mechanical wheelchair footrest front rigging was broken by the footplate. There was no reported injury.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6)-2012 - (B)(6) - the dealer reported that the mechanical wheelchair footrest front rigging was broken by the footplate. There was no reported injury.